Event description:
A patient came back into the doctors office to report pain in her foot. The doctor x-rayed her foot and noticed that the screws were dislocated from the fusion site. The doctor suspects non-compliance and decided to remove the two tiger cannulated screws on (B)(6) 2017. The two screws were removed without any difficulty. The doctor did not put any other hardware back in the patient on (B)(6) 2017 as the patient had edema and he did not want to further irritate the site.